Event description:
A critical alarm was reported and was later confirmed by telemetry. It was due to zero ml reservoir volume; pump was last updated on 2011 (B)(6). Based on dispensed volume and update prior to last update, hcp (healthcare provider) suspected that the "reservoir was never changed during at the last refill". Hcp did not have the previous session data report but stated that "the pump was filled with 18ml". Hcp didn't believe that the patient was symptomatic. Per the forwarded telemetry strips, "infusion (prescription) change occurred; infusion bolus command received" was noted on 2011 (B)(6)at 15:40. Following which a low reservoir alarm had occurred on 2011 (B)(6) and an empty reservoir alarm had occurred on 2011 (B)(6). Drug delivered via the system was baclofen 2000mcg/ml at a daily dose of 475.7mcg. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: the pump was refilled on 2011-(B)(6) and programmed, however it wasn't not updating the way intended and the programming was shown as incorrect. It listed 12.5 ml, but they put in 18 ml in reservoir. Pump prompts mention next refill to be in nov (past date). Hcp was suspecting a pump malfunction and anticipating replacement.

Manufacturer narrative:
Catheter: model: 8709, serial # (B)(4), implanted on: 2006 (B)(6), explanted on: unk. Programmer: model unk, serial/lot# unk.